Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a log file history review it was noted that there was a no external power alarm although the patient could not recall an alarm or reason for the alarm. Log files were sent to the manufacturer for analysis and the information in the log files showed multiple no external power alarms while the patient was connected to the mobile power unit (mpu). The alarms were caused by power to the mpu being briefly interrupted which may have been due to the power cord coming loose from the wall outlet or from the back of the mpu. The patient's mpu did not have a v-lock connector on the a/c power cord and it was unknown whether the power cord came loose at the wall or the back of the unit. There were no known environmental circumstances that would have affected a/c power at the time of the event. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting loss of external power events. Technical service reviewed the log file and confirmed the loss of external power events. The event log file contained approximately 5 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. The event started around (B)(6) 2019 5:36 and resolved at 5:36:55. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. No product was returned for evaluation. The customer reported that they did not know if the patient was using the locking ac power cord or if the ac power cord had gotten disconnected (from the mpu or the wall outlet). They were also not aware of any environmental issues that affected ac power at the approximate time of the event. The reason for the loss of external power events could not be determined from the submitted log file. No further information was provided. The manufacturer is closing the file on this event.